Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for routine follow-up, the device could not be interrogated. It was stated that inductive wand telemetry and all electrical measurements were normal. Session records were provided by the abbott representative. Upon review, it was noted that the radio frequency (rf) chip had an error. A firmware upgrade was performed successfully to restore the device. The patient was stable.